Event description:
Report received from abbott international (abbott-italy) which states "spontaneous detachment at the y-injection site, producing leakage of blood. The reporter informed that the prompt intervention avoided harm to the pt. Also because the injection site affected a peripheral vein. The pt was receiving infusion of glucose/saline solution for 24 hours". Add'l info rec'd stated "the set was in use 7 hours before the separation occurred. There had not been any stress or tension on the set. The detachment was discovered by the pt's family member, who woke up and found the blood on the bed. The reason for the infusion was hyperpyrexia and dehydration. The pt is doing well now. The amount of blood loss, approx 7-8ml. The only intervention required was to change the set."